Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that the insulin pump had motor error for about 10 times. Customer blood glucose level was unknown. Customer also stated that the insulin pump was exposed to magnetic field and customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6). Incident date has been changed to (B)(6) 2019.